Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag to test for float operation and overfilling. Results: no visible damage was revealed during the visual inspection. The floats functioned correctly and controlled the entry of water into the chamber. No overfilling of the chamber occurred. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault as the investigation confirmed that both the primary and secondary floats were functioning correctly. Following production, the float mechanism of every mr290 chamber are performance tested and those that fail the test are rejected. Fph user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected and connected to a water bag to test for float operation and overfilling. Results: no visible damage was revealed during the visual inspection. The floats functioned correctly and controlled the entry of water into the chamber. No overfilling of the chamber occurred. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the mr290 is a single use autofeed humidification chamber used to maintain constant humidity level for the patient. It has a unique dual float mechanism that uses independent floats to control the amount of water which flows into the chamber and to safely maintain a constant water level inside the chamber for optimal humidification. Under normal circumstances, the blue "primary" float controls the water level in the chamber and the white "secondary" float acts as a backup to prevent overfilling if the primary float fails to operate. We were unable to replicate the reported fault as the investigation confirmed that both the primary and secondary floats were functioning correctly. Following production, the float mechanism of every mr290 chamber are performance tested and those that fail the test are rejected. Fph user instructions that accompany the mr290 chamber indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line.

Event description:
A hospital in (B)(6) reported via our distributor that the water of an mr290 vented autofeed humidification chamber exceeded the maximum water level line. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via our distributor that the water of an mr290 vented autofeed humidification chamber exceeded the maximum water level line. No patient consequence was reported.